Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had several no delivery alarms. He also reported that the battery only lasts a few days and he has gotten failed battery test alarms when inserting a new battery. Blood glucose value was 190 mg/dl. The customer was unable to troubleshoot at the time. The customer was advised to call when having a no delivery alarm and that a battery cap replacement would be sent. The device will not be returned for analysis.